Event description:
It was reported that the helix would not extend or retract when tested prior to implant. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. Corrected: patient date of death, date device manufactured.

Event description:
It was reported that, prior to insertion, the helix would not extend or retract. The lead was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.